Event description:
Additional information was received indicating that the suspected lead damage on the proximal portion of the rv lead was on the insulation of the lead.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that during an in-clinic follow-up, there was an episode of noise that resulted in oversensing on the right ventricular (rv) channel that was classified as ventricular fibrillation by the device and inappropriate high voltage therapy was delivered. Fluoroscopic imaging was performed, and it was suspected that there was lead damage on the proximal portion of the rv lead. Provocative testing was performed and was unable to reproduce the noise episodes. No additional intervention has been performed at this time. The patient was stable and will continue to be monitored.